Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing". It was also reported that the pump's "start/stop" and "on/off" buttons were not functioning. No air noted and patient was not affected. Pump settings: res vol 30.6, rate 2, given 64.45.